Manufacturer narrative:
(B)(4) translation of documents received for this case.

Event description:
It was reported that during a prostate procedure, there was "deviation of the beam, vaporization stoppage on an intermittent manner, vaporization stoppage at 309kj". The case was completed with "bipolar". Patient outcome: no injury to patient reported.